Event description:
It is reported that in may, 1993, pt underwent left hip replacement. Post-op, in october of 2000, liner dislocation was diagnosed. As a result, on january 2001, the hip was revised where the acetabular shell and liner were removed and replaced.